Event description:
Event description guidant received information that during a routine follow-up appointment, the patient was found to be in atrial fibrillation resulting in the implantable cardioverter defibrillator (ICD) mode switching. Review of the stored episodes noted one atr (atrial tachy response) episode with a loss of capture (loc) for three beats. There was no underlying rhythm during this loc. The physician was unable to recreat noise with non-invasive manuevers. Daily measurements were within normal limits as were pacing thresholds and r-waves.